Event description:
A portion of the guidewire's outer coating was sheared off during a neurological diagnostic procedure. Reportedly, the outer coating did not detach inside the patient. The procedure was completed successfully with another guidewire. The patient condition was listed as "good." Additional event specific information was not available.